Event description:
Customer reported a motor error alarm during a bolus delivery. Customer's blood glucose was 95 mg/dl. The customer stated she had received another alarm that caused her insulin pump to reset prior to the motor error alarm occurring. She also stated she was unable to complete the rewind sequence on her insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed and no motion sensor test failure alarm could be verified due to the constant motor error alarm during the rewind. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked case at the reservoir tube window corner and cracked battery tube threads.